Manufacturer narrative:
Product analysis: a number of the mid to distal stent wraps were stretched distally on the balloon, bunched and deformed.the proximal to mid stent wraps remained intact. There was deformation to the distal tip. There were kinks on the distal shaft 21.6cm and 21.8cm distal to the guidewire entry port. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a moderately calcified and tortuous mid rca lesion. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was  pre-dilated. During the procedure, the device passed through a previously deployed stent. Resistance was encountered during delivery but no excessive force was used. It was reported that the stent failed to cross through previously implanted stent. Stent deformation occurred during the attempted delivery. Procedure was completed. No patient injury reported. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.